Event description:
It was reported that a flogard infusion pump displayed "error f_67". It is unknown during what process step that this alarm was identified. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. The flogard pump was returned for evaluation. The pump was visually inspected. During inspection alarm f_67 was experienced when the pump was turned on. This alarm indicates a defective central processing unit (cpu) board. The cpu board was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.